Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed high capture thresholds on the right atrial lead. The patient was pacer dependent so the lead was capped and replaced on (B)(6) 2018. The patient's condition was stable.